Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had a loss of ventilation as it stopped cycling and generated a device alert with an error code. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
The service engineer (se) inspected the device and found an error code. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the field service engineer evaluated the ventilator and performed testing per manufacturer specifications. Additional details of event and repair have been requested. If information is provided in the future, a supplemental report will be issued.